Event description:
It was reported that a home pd system kaguya had a high priority alarm 20198. This occurred during drain of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem was identified during the event history log review, but was not reproduced during the evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Functional testing was performed and no issues were observed. Should additional relevant information become available, a supplemental report will be submitted.